Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-01787. It was reported that the patient was not getting adequate therapy due to lead migration. X-ray confirmed lead migration. As a result, the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively. It is unknown which lead migrated, therefore both leads are being reported.